Event description:
This event is reportable based on the product analysis approved in 2008. It was reported that during an unspecified procedure the balloon got stuck on the wire. The 75% stenotic lesion was located in the moderately tortuous and non-calcified proximal renal artery. During the procedure the 5.5x20m sterling balloon became stuck on the wire during advancement and before it was inflated. There were no patient complications. The device was removed and the procedure was successfully completed with a 6mm sterling balloon. Patient status is reported as "stable". The returned product analysis revealed that there was shaft breal.

Manufacturer narrative:
Product analysis verified the difficulty stated in the complaint for catheter froze on the wire. The product was returned with the guidewire still in it and the catheter was split into two pieces. The break in the catheter shaft was located 59cm distally of the hub. The catheter showed signs of necking and elongation at the fracture site. The catheter most likely separated due to excessive tensile force. The guidewire was frozen on the distal section. Microscopic examination revealed that the inner shaft was bunched up thus locking the wire in place. Tip damage was also seen on the distal section although it did not appear to contribute to the reported event. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specification. Based on the condition of the returned device and guidewire it was not possible to determine what damage occurred as a result of attempting to free a locked guidewire and what damage caused the guidewire to be froze initially. The most probable root cause of this event is due to operational context due to the anatomical and/or procedure factors encountered during the procedure.